Manufacturer narrative:
The customer reported that when he puts the medication in the device it "does not disperse throughout the machine". Therefore it does not allow him to "properly get his treatments". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Medication does not "dispurse throughout the machine".